Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller who stated that the patient was using a heating pad and a tens unit. The consultant stated that the tens unit is probably causing noise which resulted in the zero measurement. The caller confirmed no episodes were observed and no oversensing was noted. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that a red alert was generated for this system due to an out of range shock impedance measurement. A measurement of zero ohms was identified. No adverse patient effects were reported.